Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced muscle stimulation. The right atrial (ra) lead exhibited high thresholds. The physician mentioned that the thresholds have progressively climbed. It was also noted that myopotentials were found at the pocket site. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.